Event description:
It was reported that during a stapled hemorrhoidopexy procedure, the surgeon performed pph like usual. When closing down the stapler, it was found that it was difficult to turn the knob. When firing the stapler, it was found that it was more difficult than usual; the firing sound was not clear as usual. When the stapler was removed from the anus, the staples were found loosen at the 5-7 o`clock side and there were bleeding at 3-5 o`clock side. The donut was found incomplete and the surgeon then had to suture the 3-7 o`clock to make sure the hemostasis was proper. The surgeon sutured the bleeding and the malformed staple locations.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition and void of staples. The breakaway washer was uncut but indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), you could deploy the staples without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a new washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device closed without difficulties. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.